Event description:
Additional information received indicates the patient had their system explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05277. It was reported the patient is experiencing a zapping sensation with their stimulation due to high impedances. As a result, the patient has ineffective stimulation. Surgical intervention may take place at a later date to address the issue.